Event description:
It was reported that the customer's insulin pump had a bolus anomaly. The customer tried to rewind but the insulin pump would not allow him. His blood glucose level was not reported. The finish loading alarm was missing and the customer received a bolus stopped alarm. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, and cracked battery tube threads.